Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "the pt had fallen 3 times in the past 2 weeks. She presented in ER with a prosthetic femoral head with multiple fractures. Dr. Revised head and liner."